Event description:
The essure coils from a 2014 installation migrated, one to my fallopian tube and coiled upon itself. The second coil bored into the muscular part of my uterus. Required laparoscopic fallopian tube removal, as well as removal of a chunk of my uterus.